Event description:
It was reported that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) intrinsic amplitude is out of range on the right atrial (ra) lead. The presenting and stored electrograms (egms) show evidence of atrial undersensing at a maximum sensitivity 0.15mv (millivolts). The drop in intrinsic amplitude from the value recorded at implant was 6mv. It was noted the atrial pacing output is programmed at 0.1v (volts) at 0.1ms (milliseconds). A lead assessment was recommended, and this alert will not retrigger until the device is interrogated with a programmer. At this time, the device and ra lead remain in service. No adverse patient effects were reported.